Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient was in a nursing home during the time of the event. It was reported that on the evening of (B)(6) 2023 at 9:00pm, the nurse checked the patient's cgm and it was 350 mg/dl. She checked a bg and it was 500 mg/dl. The patient was not okay during this time (no specific symptoms reported). The nurse provided the pateitn (B)(4) units of lantus insulin. At midnight (12:00am) the nurse checked teh bg again and it was still 500 mg/dl. At this point, they were not relying on the cgm value (no value provided at this time). After an hour at 1:00am ((B)(6) 2023) the nurse checked the bg again and it was still 500 mg/dl. The nurse called 911 and the patient was transported to the hospital. At the hospital, the doctor checked the patient's bg and it was still high (no value provided) and the patient was provided an insulin shot. The doctor had the patient rest in the hospital for 24 hours and within the 24 hours, the patient was okay. It was reported taht the patient was discharged on sunday morning ((B)(6) 2023) at 10:00am. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.